Event description:
Pt contacted dexcon technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, sensor wire appeared to be missing. Pt states that although a red dot can be seen at the insertion site, no wire is showing in or under his skin. Pt also reports no discomfort at the insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.